Manufacturer narrative:
The subject device was returned to the olympus (osh) repair center. The customer¿s reported problem was confirmed, no image was displayed due to a defective/faulty video cable connector. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for the reported video cable connector failure. Based on the repair inspection the cause of the customer¿s reported no image issue was due to failure of the video cable connector; however, the cause of the failed video cable connector cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (osh) was informed by the that the olympus asset/loaner visera elite video system processor has an image malfunction, ¿no image¿. There was no patient or procedure involved.